Event description:
The device evaluation found the product to be conforming and sterility not compromised. Further, the event did not contribute to a serious injury; therefore, this would not be considered a reportable event.

Manufacturer narrative:
Visual examination of the returned products confirmed that 9 of the 20 pouches have a crease in the seal. Three of these 9 pouches have a void in the seal at the location of the crease. For these three the remaining sealed width measures less than the acceptable 7/32. The other 6 pouches with a crease in the seal are acceptable per the same procedure because the seals remain intact and sterility is not compromised. The other 11 pouches had no damage or defect. Complaint is confirmed. Complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies were found. The six products exhibiting a crease that did not compromise the seal were considered to be conforming when they left zimmer biomet control. The device evaluation found the product to be conforming and sterility not compromised. Further, the event did not contribute to a serious injury; therefore, this would not be considered a reportable event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02049, 0001822565-2020-02050, 0001822565-2020-02051, 0001822565-2020-02052, 0001822565-2020-02053, 0001822565-2020-02054, 0001822565-2020-02055, 0001822565-2020-02056, 0001822565-2020-02057. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was crease on the sterile packaging. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.